Event description:
I have been suffering with severe allergy like symptoms which is what I have been attributing them to. I have had two sinus infections, sleep deprivation, uncontrollable coughing, watery eyes, sinus drainage, especially while sleeping. My prescription and otc (over the counter) allergy meds have not helped this. After two rounds of antibiotic and steroid treatment for infection the symptoms are now recurring in less than a month from treatment. I have noticed that these symptoms are primarily during sleep time. My philips dream station 2 CPAP replaced the previous dream station due to the recall. I received the replacement in september and my symptoms surfaced in jan/feb of this year. My concern is that the CPAP is causing these issues. I practice good cleaning hygiene of all of the components, changing filters routinely, cleaning the water chamber, tubing etc. Regularly. Of concern is the silicone foam in the ds2 (dreamstation ii). Whatever it is, I'm afraid to use it because I have been so sick. As a test, I have slept without using the CPAP and noticed immediate improvement. This was all it took to convince me that the machine is doing me harm. I am seeking advice, help or recommendations as to what to do going forward. Reference report: mw5117655.